Event description:
The patient reported that the implantable neurostimulator (ins) was discharged and was replaced. No patient symptoms were reported and the ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.